Event description:
Upon advancement of the device positioning unit through the microcatheter, resistance was encountered. They proceeded to place the coil in the aneurysm. Upon connection of the device to the detachment control box, a fault condition was observed (indicating that the electrical integrity has been compromised). Therefore, the distal microcoil was not able to be placed. The physician then tried to draw back and retrieve the unit. At a point with half of the coil remaining in the aneurysm, it reportedly had gotten stuck and further withdrawal of the coil was not possible. He then attempted to withdraw the unit with the catheter. It was reported that the device then separated with the distal section of the microcoil remaining in the aneurysm with the remainder in the parent vessel with a portion of the distal positioning unit. They then positioned a new microcatheter and placed two additional coils successfully into the aneurysm. The case concluded with administration of aspirin and heparin.

Manufacturer narrative:
Device was just received on 7/26/06. We will submit a follow up - additional info report within 30 days with eval findings.